Manufacturer narrative:
Information added/updated to section b7 and h6 (type of investigation, investigation findings and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record (DHR) review was performed, and no related manufacturing nonconformances were identified. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including coronary artery disease.

Event description:
Per the report received from australia, this patient with a 3000tfx23mm valve implanted in the aortic position underwent an urgent valve-in-valve procedure after an implant duration of at least six (6) years and twenty-five (25) days due to severe stenosis and mild regurgitation, presenting with severely elevated gradients (mean gradient 40mmhg, peak gradient 65mmhg), peak velocity 4.0m/s, ava 1.2cm2, and dimensionless index of 0.38. The patient presented with shortness of breath at the end of september, however he became unstable and under cardiac arrest the urgent procedure was performed. A transcatheter valve was implanted within the edwards surgical valve, and the patient was noted as to be under treatment in ICU. After twenty days, the patient was noted as to be doing well, awake and obeying commands, likely to survive but going slowly due to other comorbidities.

Manufacturer narrative:
B3: date of event: the event date is only known as "(B)(6) 2025". Therefore, (B)(6) 2025 is being used to calculate the minimum implant duration. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.